Event description:
The event is reported as: complaint alleged: "user inserted tube via abdominal wall of a neonatal pt, tube split outside the pt body causing it to leak. User tried to clamp to stop leakage". No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
A device history record (DHR) review could not be conducted since the lot number was not provided. No corrective action can be established since the defective action can be established since the defective sample is not received for evaluation. No conclusion can be established at this time based on the lack of defective sample. It is necessary to have the physical sample in order to perform a proper investigation. Personnel involved in the manufacturing process was notified of this complaint.